Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The customer provided their reprocessing steps. The customer pre-cleaned the device immediately following the procedure. Water and air were supplied to the air/water nozzle. The air/water nozzle was brushed, and it was flushed with liquid in accordance to the instructions for use. Additionally, it was reported that the customer used a reprocessing device which was manufactured by another company. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
UDI not available; device not distributed in us. The device was returned to olympus and the customer¿s complaint (static noise and no image) was replicated. This complaint is most likely the result of water inversion in the scope connector. During inspection and testing the following was also found: the rubber adhesive is cloudy, chipped, and had a crack. The image guide corrugated tube was cut and wrinkled. Insufficient angle, the light guide corrugated tube is wrinkled, the suction cylinder paint is peeling, the air water cylinder is discolored and the paint is peeling, the objective lens adhesion is partly cloudy, and the scope connector is dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use they discovered static noise and no image on the suspect device. The procedure was completed with another device. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign material in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in the nozzle).